Manufacturer narrative:
An event of a leaking flexnav was reported. A returned device inspection could not be performed as the device was not received for analysis. Manufacturing engineering reviewed the reported details and deemed the reported event of blood leaking from the blue scroll wheel was related to a potential quality issue. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that on (B)(6) 2023, a large flexnav delivery system was selected to implant a device. During the procedure, the physician reports that there was blood leaking from the blue scroll wheel. Deployment of the valve remains possible and there was no device replacement as the device remained functional. The patient did not required a blood transfusion and the leak was less than 200ml. There was no impact on the procedure and no consequence for the patient.

Event description:
It was reported that on (B)(6)2023, a large flexnav delivery system was selected to implant a device. During the procedure, the physician reports that there was blood leaking from the blue scroll wheel. Deployment of the valve remains possible and there was no device replacement as the device remained functional. The patient did not required a blood transfusion and the leak was less than 200ml. There was no impact on the procedure and no consequence for the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.